Event description:
It was reported that an alert was triggered for atrial intrinsic amplitude out of range. Review of stored electrograms identified atrial undersensing. The atrial sensitivity could be increased if clinically appropriate for this patient. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.